Manufacturer narrative:
As no further information concerning this report is expected and with no return of product, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds and intermittent loss of capture. The patient was hospitalized pending a revision and was reported as pacer dependent. The revision was successfully completed by surgically abandoning the lead, followed by placement of a new rv lead. The field representative reported no evidence of a lead fracture nor other integrity damages during the revision procedure.